Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the helix was taking too many turns to deploy and would jump out faster than normal. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent,visual summary analysis of the lead indicated damage at implant. The analyst also noted: helix was able to be extended/retracted. Turns extension/ retraction of helix within specification. During the helix extension test, it jumped out faster. Visual analysis found helix bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.